Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was provided. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches under normal lighting to received unit, in order to detect any damage on the unit; the sample had a tear. Functional test: leak test was performed; the sample did not pass the leak test. The root cause of the issue was deemed to be manufacturing-related. Action(s) taken to mitigate the reported issue(s): a corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that, immediately after opening the package, the customer found a crack around the patient-side connection part. No patient injury was reported.